Event description:
A reading of 14 mg/dl. He would retest immediately and receive a reading over 200 mg/dl. The difference between a reading of 14 mg/dl and 200 mg/dl falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and the customer is switching to a breeze meter.